Event description:
This customer reported a failure to discharge during testing of the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during testing of the device. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.